Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s sleep/wake button became intermittently unresponsive over about one month, with worsening performance during a heatwave, requiring multiple presses or placement on a charger to wake the screen; a device restart was performed during the call and the button responsiveness appeared restored, with the user advised to monitor. Symptoms included no clinical effects. Outcomes included no disruption requiring medical care and no alarms. Investigation included remote troubleshooting and user-reported functional check after restart. Investigation of this case revealed an intermittent device user interface responsiveness issue related to the sleep/wake button, which functioned after a restart, suggesting a transient software or environmental effect without replicate failure post-reboot. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with transient performance influenced by environmental conditions and resolved by a restart.